Event description:
At the vascular access site, plaque was disloded requiring surgical repair. Throughout the course of the procedure, the pt sustained blood loss greater than 1 liter and was transfused via cell saver.